Event description:
It was reported that during a laparoscopic cholecystectomy procedure, air leaked heavily. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the incident might have related to putting gauze in and out frequently via the device. No device will be returning.

Manufacturer narrative:
(B)(4). Were any noises heard such as whistling or hissing?---yes. If so, did the noise prevent insufflation? ---no information. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? ---no. What was the gas consumption rate or volume (liter/minute)? ---no information. Were you able to identify where the leak was coming from? ---valve. Was a device inserted in the trocar during the leaking? ---no information. If so, what device? ---no information. Was any torque being applied to the trocar or device? ---no information.